Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during a posterior fusion (t12-l5), t12-l5 were fixed with viper prime, and only l2 was performed vbs. When the right trial balloon was inflated, it was seen that the balloon was escaping toward the end plate, so at the surgeon's discretion, the access needle was removed and the direction was changed. The surgeon then drilled again and inflated the trial balloon. When the trial balloon was deflated and attempted to be pulled out, it got caught, and when it was pulled out as it was, the balloon broke off in the middle, with half of it remaining inside the body. The contrast agent inside the body was washed out with saline, and then the remaining balloon was removed using a hernia forceps. After that, the surgeon did not insert a stent, but instead injected cement and continued the operation. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.